Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced bent cannula, which led to high blood glucose level event on (B)(6) 2026. The infusion set was in use for one day. Due to the event, the patient's blood glucose level was 380mg/dl and was treated with insulin pen. No further information available.